Event description:
A customer reported to a sales rep that her daughter had a one-inch laceration repaired on the forehead. The wound prematurely opened up and became infected. The customer reported that the laceration was deep enough to need sutures but no sutures were placed. During a follow up in 2008, the customer reported that she asked the physician to place a bandage over dermabond and the physician agreed, to keep the child from picking at it. The previous month, the pt had some swelling and was taken to the physician for bandage removal. The top and bottom of cut appeared clean but a green "bubble" was seen under the bandage. The patient bumped the parent's arm and pus extruded. The physician prescribed the antibiotic erythromycin. The wound healed by secondary intention. The customer reported that the dermabond and the scab came off about ten days later. No additional info available.

Manufacturer narrative:
Some info for this report had not been provided at this filing. If the info is provided at a later date, a supplemental filing will be sent. The event description does not suggest that the functional performance of the device was out of spec. The product is provided sterile. Studies have shown that following application of dermabond, it acts as a barrier to prevent microbial infiltration into the healing wound. Infection is a post-operative complication that can be caused by a variety of factors such as type of laceration, the wound cleansing procedure, or the patient's condition before device application.